Event description:
Customer reported on-going issues with hemoglobin when using the coulter lh 780 hematology analyzer. The issues included hemoglobin & hematocrit (h&h) check failures and hemoglobin background failures. A beckman coulter field service engineer evaluated the analyzer and resolved the issues. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) replaced the hemoglobin blank dispense, 2-way solenoid valve sol18, which had malfunctioned. This resolved the hemoglobin issues. Identification of failure modes: is attributed to solenoid valve sol18 malfunction. No erroneous results were generated in connection with the reported event. Upon recur the failure mode identified is likely to impact hemoglobin results only due to incorrect blank level in the hemoglobin cuvette. Evaluation of product labeling: per (B)(4): beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. (B)(4).